Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The umbilical cable and gantry motion controller were replaced. Performed an imaging system checkout, all areas passed. The system was found to be fully functional. Issue resolved with part replacement. The device parts were returned to the manufacturer for analysis. The gantry motion controller box was found to be fully functional with no problem found. The umbilical assy mobile view station (mvs) interfaces was also investigated. Confirmed reported problem, umbilical failed bench level test. Found two broken wires, pin 4 + 5 on the lemo end. The hardware investigation found that reported event was related to an electrical failure mode, the connector was damaged/broken cable wires. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after wiggling the umbilical cable, the system's pendent display would switch from 2d mode to system boot up and the imaging system door would not open. During troubleshooting, they reseated the umbilical and rebooted the unit to regain full system functionality and the surgeon completed the spinal fusion procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.